Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 24900575; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7072586; product family: dbs-ipg-r-MRI, upn: m365db1200s0, model: db-1200-s, serial: (B)(6), batch: 740560.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure as lead placement was not beneficial and to implant a new system. The explanted devices were not returned as they were retained by the medical facility.